Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized due to bacterial peritonitis on the same day as the event onset. A day after the peritonitis onset, the peritonitis was manifested by fever and was treated with vancomycin (at a dose of 30mg/l, intraperitoneal, discontinued after 45 days) and ceftazidime (at a dose of 125mg/l, intraperitoneal, discontinued after two days) for the event. At the time of this report, the patient was discharged from the hospital (a day after hospital admission) and was recovering from the events. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. The patient was not hospitalized for peritonitis. On the same day as the onset, the patient was treated with unspecified medication for peritonitis. Three days later, the patient was treated again with unspecified medication for peritonitis. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was unknown. No additional information is available.